Event description:
Discordant vitamin d and troponin results were obtained on patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). Quality controls (qc) were then run for all assays tested on the instrument, all of which were out of range. The customer stated that multiple assays had been run on the instrument during the time frame when qc was discovered to be out of range. Some patient results had been reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the pinch valves for aspirate probes 1 and 2 were defective. The fse replaced the pinch valves and ran qc, all of which were within range. The cause of the discordant results was a malfunction of the pinch valves for aspirate probes 1 and 2. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00210 was filed on june 13, 2013. Additional information (06/03/2013): the initial MDR was filed for discordant vitamin d and troponin results. Siemens has reviewed data for multiple other assays affected by the malfunction of the pinch valves for aspirate probe 1 and 2. Discordant results were also obtained on the following assays: thyroid stimulating hormone (tsh), free t3 (ft3), free t4 (ft4), vitamin b12, folate, ferritin, human chorionic gonadotropin (hcg), follicle stimulating hormone (fsh), luteinizing hormone (lh), prolactin, progesterone, oestradiol, testosterone, prostate specific antigen (psa), cortisol, pct, gentamicin, and vancomycin. This instrument is performing according to specifications. No further evaluation of this device is required.